Manufacturer narrative:
(B)(4).

Event description:
The patient felt "vibrations". The patient had been in pain. A dye study was performed and the patient received a "surge" of medicine. Per the reporter, the catheter was kinked and the physician "fixed it by pushing in medicine." A blood test was performed and "no drug was found" in the patient's bloodstream. The pump contained fentanyl. A pump alarm was heard but was not confirmed by telemetry. Additional information has been requested, but was not available as of the date of this report.